Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: arterial lines kinked without being able to get into the vessel. Wire removed intact.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: arterial lines kinked without being able to get into the vessel. Wire removed intact.

Event description:
The customer reports: arterial lines kinked without being able to get into the vessel. Wire removed intact.

Manufacturer narrative:
(B)(4). The customer returned one guide wire and lidstock for evaluation. The guidewire contained obvious signs of use in the form of biological material. Visual examination revealed the guidewire was kinked near the proximal end and bent near distal end. The proximal and distal welds were intact. The returned guide wire contained four distinct kinks near the distal end. The kinks were located at 16 12/16", 17 2/16", 17 5/16" and 17 8/16" from the proximal end, respectively. The total length of the guide wire measured to be 18 inches which is within the specification limits of 17 11/16" - 18 1/16" mm per swg product drawing. The outer diameter of the returned guide wire measured to be 0.620 mm which is within the specification limits of 0.610-0.635 mm per swg product drawing. The returned guide wire was advanced through a 20ga lab inventory needle with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit includes the following warnings and cautions for the user: "warning: do not cut spring-wire guide." "Caution: use care when removing spring-wire guide. If resistance is encountered, remove spring-wire guide and catheter together as a unit. Use of excessive force may damage catheter or spring-wire guide." "Warning: to reduce the risk of spring-wire guide damage, do not retract spring wire guide against edge of needle while in vessel." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guidewire was kinked near the proximal end and bent near distal end. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.